Event description:
Olympus was informed that when disassembling the device after an unspecified therapeutic procedure the ceramic insulation at the distal end of the resection sheath was found to be cracked and partially loose. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, thermally and/or mechanically induced damage to the ceramic insulation insert is a known phenomenon, which in most cases is caused by wear and tear and/or improper handling and can thus be attributed to user error. A manufacturing and quality control review could not be performed since basic data of article identification (lot number) is missing. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.